Event description:
This report is being filed as additional information was received indicating that noise was observed on the left ventricular (lv) channel of the device. Lv pacing impedances were also noted to be intermittently low out of range. Device programming was adjusted to turn off lv sensing. No adverse patient effects were reported. This device and the non-boston scientific lv lead remain in service.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that the patient heard tones from this device. Review determined that pacing impedances on this patient's non-boston scientific left ventricular (lv) lead had gone low out of range several times. It was noted that the non-boston scientific lead was on advisory from its manufacturer. No adverse patient effects were reported. The device and non-boston scientific lv lead remain in service.